Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device opened by the account. The visual inspection of the returned samples noted that the instrument had a broken adapter. The broken adapter was received separated from the instrument. Functional testing of the instrument could not be performed due to the damage to the adapter. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the damaged instrument adapter may occur due to over flexure of the instrument while attached to the reload and/or loading unit. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, after stapling and removing the stapler, the surgeon realized that the end of the stapler was broken and unable to fire. They tried to remove all pieces of the stapler from the patient.